Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with the user stating they forgot to take insulin; no device alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization, disability, life-threatening injury, or other long-term impact. Investigation included outreach to the user for additional information, which remains pending. Investigation of this case revealed that the cause of the hyperglycemia is unclear based on available information, and no device malfunction has been identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.